Manufacturer narrative:
No evaluation conducted to date. The device history review is pending.

Event description:
Upon deploying the anchor and removing the inserter the metal pin that houses the grub screw broke off and left in the anchor. The broken piece was recovered with no parts left in the patient.

Manufacturer narrative:
One bioraptor knotless suture anchor inserter was returned for evaluation. Visual assessment of the inserter showed the distal end of the inner shaft has broken off and was not returned for examination. A root cause investigation has been initiated to investigate the failure mode of the inner shaft breakage.